Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. G1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11865 was submitted.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during percutaneous coronary intervention (pci). The patient had an anomalous right coronary artery which precluded the placement of interventional products for the right coronary artery surgery. The team explanted the impella cp. The patient still required support for the pci and the team placed an intra-aortic balloon pump. Once the pci was performed, the patient was implanted with a new impella cp. The patient was then cannulated for venoarterial extracorporeal membrane oxygenation. Ultimately, the patient's family and team decided to withdraw care and the patient expired. Per abiomed's medical safety officer, there was no patient injury, only a product malfunction.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.